Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with a material, such as thrombus, being ingested into the pump; however, thrombus could not be conclusively confirmed through this evaluation. The controller event log files collectively contained events from 21oct2024 through 26oct2024. Low flow hazard alarms were captured throughout the files. Additionally, harmonic compensation and motor instability left ventricular assist device (lvad) fault flags were captured throughout the file, along with rotor noise (rot_noise) and harmonic compensation (hc_ctrl) lvad live info flags. Motor power elevations were observed during this timeframe. Beginning at 06:39:35, driveline disconnect alarms were captured, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, renal dysfunction and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there were no changes to patient condition or anticoagulation status that may have contributed to the obstruction. The computed tomography images were not available. The respiratory distress and death were not considered to be device related. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms on a right ventricular assist device (rvad) patient. The pump speed was 4500 rotations per minute (rpm). The patient was in theatre for a permanent dialysis catheter for dialysis where they started encountering low flows. The patient was hemodynamically stable and was given 500 milliliters (ml) of fluids. Echocardiography was performed and looked fine with no signs of hemolysis. Velocity was performed, log files were extracted. The event log file captured low flow alarm events on (B)(6) 2024 and (B)(6) 2024. (F67) harmonic compensation events were recorded throughout the history. The data appeared to show a recent increase in recorded rotor noise values. If external outflow graft obstruction (eogo) was a concern and the patient¿s signs or symptoms persist, it was important to rule out compression of the outflow graft through imaging, such as computed tomography (CT) angiogram. Continued monitoring for any sustained decrease in power/flow/pulsatility index (pi) was also recommended. Any type of obstruction within the blood flow path was to be investigated. Additional log files were submitted that showed routine events. Harmonic compensation/ motor instability flags were noted in the background indicating that the rotor had difficulty levitating. Despite these concerns, the flow was estimated right under the 3 liters per minute (lpm) range. No low flow events were noted. Further log files displayed multiple strings of harmonoc compensation/ motor instability events on (B)(6) 2024. These events were followed by low-speed advisories because the low set speed (4200 - 48000 rpm) was set lower than the pump set speed (6000 rpm). These events were followed by driveline disconnect/ lvad off alarms on (B)(6) 2024 at 0639 where the driveline was disconnected from the controller. The patient passed away from respiratory distress. The patient was resuscitated but it was unsuccessful. The nurse mentioned that the flow went up to 3/4 liters during resuscitation.